Event description:
Previous medwatch submission noted capsular contracture, baker grade unknown. Upon further information, allergan has determined that this record is a duplicate record. Please see MDR 2805461 as the operating record related to this complaint. Mrn 9617229-2023-16650, is a duplicate of mrn 9617229-2023-12660. Please see mrn 9617229-2023-12660 for reportable events.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. Device has been explanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.